Manufacturer narrative:
Event date approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient was having difficulty charging the ipg following a non device related surgery. It was noted that the patient received a communication failed error message and the ipg would not turn on. The patient underwent an explant procedure and was doing well postoperatively. The explanted devices were not returned. Electrocautery is a known source of high voltage transient signal and current company labeling warns against the use of electrocautery. (Physicians implant manual 90970880-04)